Event description:
Approx three weeks after treatment with juvederm ultra in the nasolabial folds, chin and under a scar in the right cheek, the area under the scar became itchy, lumpy, hot, dry and had a "welt-like, x-shaped area". The symptoms resolved within three days. The pt was also treated with botox during the same treatment and a couple of days after the treatment, the pt presented with symptoms of hotness and swelling at the left side of the nose where the botox was used. The pt was prescribed oral antibiotics.

Manufacturer narrative:
Medwatch sent to FDA on 10/24/2008.